Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: biotronik ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage pacing lead exhibited high thresholds and low impedance. It was noted that the lead exhibited I nsulation damage and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.